Event description:
The pt reported that they used the suspect device to check pt's blood glucose and pt obtained a result of 101mg/dl pt. Pt then administered normal insulin dose of 14 units, regular insulin. Pt experienced a hypoglycemic event and called the emergency medical technician. The emergency medical technician tested pt's blood glucose at 23mg/dl. Pt was treated with an IV and glucose until pt's reading was 123mg/dl. Level 1 and level 2 glucose control solutions were used on the device and both controls were within range. The suspect device was replaced with new product and authorized for return to the MFR for eval.